Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. (Establishment), which markets the devices in the us.

Event description:
It was reported that the device was revised approximately 18 months post-op for pain that did not resolve. At the time of revision, the cup was loose showing no ongrowth.